Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the outer blue split protective cannula and depth limiter were not returned. T1, t2 and suture were returned. T2 had been advanced on the needle track before t1 deployment and the suture had been freed from the device. A functional evaluation revealed t1 and t2 positioned for stripping off the delivery curve tip as expected. T2 was fractured. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Factors that could have contributed to the reported event include inadvertent twisting or over flexing of the needle track or excessive force that may encourage unintended release, retaining, or fracture of anchors. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during an arthroscopy the fast-fix t was pushed in the wrong direction. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Preliminary results of investigation have concluded that t2 anchor was fractured which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.